Manufacturer narrative:
Vyaire medical has received the suspect device in house and is in the process of evaluating the unit. Once completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator stopped while in use on a patient. There was no report of any patient harm associated with this reported event.